Manufacturer narrative:
Follow-up is being performed to request device return. If device is received, lab analysis will be performed and the results will be reported in a supplemental report. The events of seroma and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: "lymphoma, including anaplastic large t-cell lymphoma(alcl) - information from medical literature has suggested a possible association, without evidence of causation, between breast implants and the very rare occurrence of alcl in the breast. The disease is exceptionally rare, may present as a late occurring peri-prosthetic seroma, and occurs in women with and without breast implants. Specific testing is needed to distinguish alcl from breast cancer. The majority of reported cases had an indolent clinical course following capsulectomy with or without adjuvant therapy, which is generally uncharacteristic of systemic alcl. Treatment should be determined in consultation with a hemato-oncologist." "Haematoma/seroma may occur in the postoperative period inhibiting wound healing, or have delayed onset, either of which may require surgical correction and/or explanation." Device history record (DHR) review summary: review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances during manufacturing process. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. In addition, DHR for shell run number 8070302 did not identify any deviations, errors, omissions or non-conformances during shell fabrication process. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. According to the information gathered during the DHR review, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications.

Event description:
Physician reports patient with "swelling" in left breast, left side "seroma fluid" and cd30+ lymphoma, "treated as bia-alcl." Total capsulectomy and explant reported. At this time alcl has not been confirmed by the pathological marker alk-; until allergan receives confirmation of the markers this will be term coded as lymphoma.

Manufacturer narrative:
Device analysis summary: visual analysis of the returned device identified: red and yellow particles, deformation. Weight test of the device was verified and the device was within specification. Visual analysis of additional analysis of the returned device identified: cloudy gel, observed after autoclave cycle. Microscopic analysis of the device identified delaminated orientation dot assessed as adhesive failure. Based on the device analysis the final assessment is: delaminated orientation dot but with no relation to the complaint.

Event description:
Physician reports patient with "swelling" in left breast, left side "seroma fluid" and cd30+ lymphoma, "treated as bia-alcl." Total capsulectomy and explant reported. At this time alcl has not been confirmed by the pathological marker alk-; until allergan receives confirmation of the markers this will be term coded as lymphoma.